Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room symptomatic after receiving appropriate shock therapy for ventricular tachycardia. Upon interrogation, the electrocardiograms showed right ventricular lead exhibited low defibrillation lead impedance. Programming changes were completed and impedance values were normal again. Patient will continue to be monitored.